Manufacturer narrative:
Field service engineer (fse) investigated the no fluoro complaint but could not duplicate problem upon arrival. Fse did find an excessive voltage drop (1.5v) from the +24vdc power supply to the x-ray interface board. As the x-ray interface board controls table safety interlocks, the low voltage may have tripped a safety interlock, preventing fluoro. Fse checked and tightened pins on all power feeding connectors between supplies and logic boards, rechecked the voltage drop and found it to now be only .2 vdc. Fse continued the checkout, checking the infirmed generator interface module box connections and rerouting a cable to ensure good contact positioning. Verified operation with qssrwi4.1 checklist. Unit returned to full service by the customer.

Event description:
On (B)(6): customer reports that during an undetermined urology pt procedure, the system fluoro failed. Procedure was unable to be completed. Pt gender/age and type of procedure info not available. Customer did report no pt injury. Facility does not have back-up capability.